Manufacturer narrative:
The incident sample has been received and is pending evaluation. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
During deployment of an afx2 bifurcated stent graft, the rip cord did not come out after the graft had opened normally. Upon attempting to remove the nosecone, the physician could not get it past the bifurcation. The patient was converted to open surgery. In the explanted graft, the release cord was found to be looped around the main body just above the bifurcation. Patient is reported as not doing well and is still intubated with respiratory issues.

Manufacturer narrative:
Based on the clinical assessment for this event, the most likely cause of the inability to pull back the control cord, retract the outer cover, and retract the nose cone was found to be unknown/undetermined due to the lack of medical records and imaging surrounding the event. Procedure-related harms, and the final patient disposition could not be ascertained as well. The patient was reported to be doing poorly with renal and respiratory complications. To date, there has been no reports of further negative patient sequelae. A review of the device quality records shows that the device demonstrated compliance to established procedures and specifications at the time of manufacture. (B)(4).